Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shocking lead impedance measurement of greater than 125 ohms. A 1.1 joule synchronized shock in single coil configuration was performed and had a shocking impedance measurement of 89 ohms. Subsequently, a 5 joule synchronized shock was done in dual coil configuration and got a 72 ohms shock impedance. The system remains in service. No adverse patient effects were reported.